Event description:
Information received notes that the deceased was discovered in the bathtub of a house that had been in a fire. The coroner's office believed that she may have been deceased for two days prior to discovery. The exact cause of death has not been determined but the coroner believed that the pacemaker may have had a part in her demise. The patient had a hist ory of severe depression (currently under care of a therapist), cardiac disorders and was taking numerous meds.